Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog time out. Customer stated pump was making a loud beeping noise and when she took the battery out the screen stayed on. The patient¿s blood glucose level was 134 mg/dl at the time of the incident. Customer was unable to clear the alarm. Customer stated display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify watchdog timeout alarm and button keypad anomaly due to blank display.